Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements - please refer to update statement dated (B)(6) 2015. No further follow up is planned. Evaluation summary a patient reported that her humapen luxura hd was "loose" and the insulin was not coming out in normal flow, just into drop by drop. The patient experienced uncontrolled blood glucose levels. The lilly call center was able to successfully troubleshoot the device and the reported device issue was solved. However, patient did not trust the device and believed that sometimes it did not release the insulin. The investigation of the returned device (batch 1208g02, manufactured august 2012) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of uncontrolled blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information from a second reporting consumer, concerns a (B)(6) year-old female patient of unknown origin. Medical history included: diabetes (it was found out (B)(6) years ago) and renal disorder due to diabetes. Concomitant medication included: insulin glargine for the treatment of diabetes; spironolactone, cilostazol, rosuvastatin calcium, valsartan + hydrochlorothiazide, duloxetine hydrochloride, hydrochlorothiazide, lercanidipine hydrochloride, meclozine hydrochloride and escitalopram oxalate, and unspecified medication reported as clodrex all of those for unknown indication of use. The patient received lispro insulin (humalog), subcutaneously (on the belly), dose variable according to the blood sugar level, around six times a day (at breakfast, at 11:00am, at lunch, in the middle of the afternoon, at dinner and before sleep), for the treatment of diabetes, unknown start date of treatment. Approximately since 1995, unclear if before or after commercializing lispro insulin therapy, the patient experienced neuropathy. The lispro insulin was delivered via humapen luxura hd since an unknown date. It was reported that the humapen luxura hd was a little loose and the insulin was not coming out in normal flow, just into drop by drop (lot number: 1208g02, pc number 3350732). It was differently from the new humapen luxura hd device that the patient had bought recently. It was performed the in-line test with the call center and the reported device issue was solved. Occasionally, patient did not trust on the humapen luxura hd once she believed that sometimes the device did not release the lispro insulin. According to the reporting consumer, the patient was scared with the mess of insulins that was in her house (unclear what the reporter had meant with this statement). It was also reported that the patient injected the insulin in the belly because it hurt less. Besides, the patient used same needle for the whole day. According to initial reporter, the neuropathy was strong and it caused pain in the injection site and sometimes she did not feel any pain. Information regarding corrective treatment for the injection site pain was not provided. As of (B)(6) 2015, it was unknown if the patient had recovered from the injection site pain. On unknown date, unknown time after started lispro insulin, patient noticed that she was forgetting a lot of things (as reported) due to her age. It was reported that patient was making the glycemic control to show the physician, because her diabetes was hard to control. Also, it was mentioned that her glycaemia sometimes was 39 (unit not provided) and sometimes reached 460 (unit not provided). The blood sugar decreased (value of 39, without units) was considered serious by the company due to its medical significance. The injections were performed at the belly, that is the place that she felt less pain, and also she did the injection site rotation. Also, it was reported injection site bruising because she injected lispro insulin six times a day. According to information received via follow up on (B)(6) 2015, the patient was with a band on his hand due to an unspecified pain. No information was provided about corrective treatment, outcomes, exams and status of the treatment. Lispro insulin therapy was continued. On (B)(6) 2015, in the afternoon, the glycemia of the patient was high, reaching 200 and something (as reported) and the patient was scared. According to the second reporting consumer, the humapen luxura hd was hard when it was injecting and when it reached 3 or 4iu, it seemed that the insulin was not coming out (lot number: 1310g10). As a corrective measure, the patient stopped using the humapen luxura hd and started using the cartridge with a syringe, receiving 5 or 6iu more than the usual dosage. The patient started recovering her glycemia. On (B)(6) 2015, the patient recovered from the blood glucose increased. The call center had performed the test in line and the insulin was coming out a little. However, the second reporting consumer was not sure if all the selected units were coming out. Also, the patient had undergone an unspecified exam to verify the glycemia level, but the result was not provided. Insulin lispro treatment was continued. The patient was the operator of device and she was trained. The device model was use for one year. The reported device (batch number 1208g02) had been used for unspecified time. Since the device is not being returned, evaluation was not possible. The reported device (batch number 1310g10) had been used for approximately four weeks. According to additional information received, two devices return for analysis was expected (lot numbers: 1208g02 and 1310g10). Device associated with lot number 1208g02 was returned on (B)(6) 2015, and no malfunction was found. The initial and the second reporting consumer did not provide an opinion of relatedness for the events. Regarding the second event of blood glucose increased (on (B)(6) 2015), the second reporting consumer related it to the insulin lispro, but did not provide opinion of relatedness of remaining events. Update (B)(6) 2015: additional information received on (B)(6) 2015 and (B)(6) 2015 from the initial reporter. Updated reporter contact information, patient age, medical history and concomitant medication. Added lispro insulin as suspect drug, frequency, and indication for use. Added serious event of blood sugar decreased; and non serious events of possible drug dose omission, forgetfulness, control of diabetes difficulty, blood sugar increased, injection site bruising and neuropathy. Updated corresponding fields and narrative accordingly. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting. Update (B)(6) 2015: additional information received on (B)(6) 2015 via call center and from the same initial reporter. The reporter and patient contact were updated. A non-serious event of hand pain was added. Pc previously number was added on narrative. Information about the repayment was added. Narrative and correspondently fields were updated accordantly. Update (B)(6) 2015: additional information was received on (B)(6) 2015 from a second reporting consumer. Added new reporter (second reporting consumer), concomitant medication (spironolactone, cilostazol, rosuvastatin calcium, valsartan + hydrochlorothiazide, duloxetine hydrochloride, hydrochlorothiazide, lercanidipine hydrochloride, meclozine hydrochloride and escitalopram oxalate), suspect device (humapen luxura hd lot number: 1310g10), non serious event (blood glucose increased) and lab data (blood glucose abnormal: 200 and something). Narrative and corresponding fields were updated accordingly. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the customer service. No medically significant information was added to the case. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the global product complaint database added the device specific safety summary, return and manufactured date of the device associated with product complaint (B)(4); updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a (B)(6) years-old female patient of unknown origin. Medical history included: diabetes (it was found out 34 or 35 years ago) and renal disorder due to diabetes. Concomitant medication included insulin glargine for the treatment of diabetes. The patient received lispro insulin (humalog), subcutaneously (on the belly), dose variable according to the blood sugar level, around six times a day (at breakfast, at 11:00am, at lunch, in the middle of the afternoon, at dinner and before sleep), for the treatment of diabetes, unknown start date of treatment. Approximately since 1995, unclear if before or after commercializing lispro insulin therapy, the patient experienced neuropathy. The lispro insulin was delivered via humapen luxura hd since an unknown date. It was reported that the humapen luxura hd was a little loose and the insulin was not coming out in normal flow, just into drop by drop (lot number: 1208g02, (B)(4)). It was differently from the new humapen luxura hd device that the patient had bought recently. It was performed the in-line test with the call center and the reported device issue was solved. Occasionally, patient did not trust on the humapen luxura hd once she believed that sometimes the device did not release the lispro insulin. According to the reporting consumer, the patient was scared with the mess of insulins that was in her house (unclear what the reporter had meant with this statement). It was also reported that the patient injected the insulin in the belly because it hurt less. Besides, the patient used same needle for the whole day. According to initial reporter, the neuropathy was strong and it caused pain on the injection site and sometimes she did not feel any pain. Information regarding corrective treatment for the injection site pain was not provided. As of 27-may-2015, it was unknown if the patient had recovered from the injection site pain. On unknown date, unknown time after started lispro insulin, patient noticed that she was forgetting a lot of things (as reported) due to her age. It was reported that patient was making the glycemic control to show the physician, because her diabetes was hard to control. Also, was mentioned that her glycaemia sometimes was 39 (unit not provided) and sometimes reached 460 (unit not provided). The blood sugar decreased (value of 39, without units) was considered serious by the company due to its medical significance. The injections were performed at the belly, that is the place that she felt less pain, and also she did the injection site rotation. Also, was reported injection site bruising because she injected lispro insulin six times a day. According to information received via follow up on 03-jul-2015, the patient was with a band on his hand due to an unspecified pain. No information was provided about corrective treatment, outcomes, exams and status of the treatment. Lispro insulin therapy was continued. The patient was the operator of device but it was unknown if she was trained. The device model and the reported device had been used for unspecified time. Since the device is not being returned, evaluation was not possible. According to information received via follow up on 03-jul-2015, the device pen will be returned to analysis and patient will be recharged with a new humapen luxura hd. The reporting consumer did not provide an opinion of relatedness. Update 29-jun-2015: additional information received on 23-jun-2015 and 26-jun-2015 from the initial reporter. Updated reporter contact information, patient age, medical history and concomitant medication. Added lispro insulin as suspect drug, frequency, and indication for use. Added serious event of blood sugar decreased; and non serious events of possible drug dose omission, forgetfulness, control of diabetes difficulty, blood sugar increased, injection site bruising and neuropathy. Updated corresponding fields and narrative accordingly. Update 30-jun-2015: upon review of this case on 30-jun-2015, the case was opened to update the medwatch fields for regulatory reporting. Update 07-jul-2015: additional information received on 03-jul-2015 via call center and from the same initial reporter. The reporter and patient contact were updated. A non-serious event of hand pain was added. Pc previously number was added on narrative. Information about the repayment was added. Narrative and correspondently fields were updated accordantly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.